Manufacturer narrative:
The revision was performed on the (B)(6) 2019, 2 months after primary. The surgeon changed the sphere tibial tray with a gmk revision tibial tray with stem. Clinical evaluation performed on the by medacta medical affairs director medial tibial fracture in a cemented tka few months after surgery. The report does not mention a traumatic event but it's to be expected that this may have been the cause. Otherwise, the other possibility is some event during surgery that led to weakening the bone or, naturally, a condition of weak/osteoporotic bone that may have favoured the fracture. In any case, there is no reason to suspect a faulty device.

Manufacturer narrative:
Batch review performed on 25 june 2019: lot 188050: (B)(4) items manufactured and released on 03 january 2019. Expiration date: 2023-12-13. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Tibial bone has a fracture around the tibial tray that was implanted in march. No details on a possible revision surgery available.

Manufacturer narrative:
On 31-july-2019 we received the communication that the device would not be available.